Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee surgery the zimmer disposable tourniquet cuff started leaking after like a half hour surgery. The surgery was completed with the product anyway, they did not stop the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 34 in. (86cm) dual port single bladder disposable cuff with plc, part number 60707015600 and lot number z000009357, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 20 feb 2018, it was reported from gentofte hospital that two 34 in. (86cm) dual port single bladder disposable cuffs with plc were leaking during half hour surgeries. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.